Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a minicap with a dry sponge. The patient stated that the sponge was brown and appeared to have had iodine on it at one time. However, the iodine appeared dry. This was found before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 27 of 90.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.